Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump rebooted unexpectedly. It was reported that pump emitted an abnormal noise prior to the issue and that the battery cap was secured properly. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the black box data revealed multiple reboots. Evaluation revealed no damage or moisture damage to the battery compartment or battery cap. The battery cap contacts were found to be within specifications. The battery cap was able to be properly secured to the pump. There was no damage or defect to the pumps internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.